Event description:
The pt called lfs alleging that their one touch ultra meter would not power on. The pt neither alleged harm nor experienced injury. They contacted a medical professional for advice. No other medical treatment was sought. The customer service rep confirmed that the pt was using the correct type of test strips, battery was originally not correctly installed, battery was replaced less than 1 year ago, and the battery contacts were in good condition. The pt was walked through reseating the battery and the meter did not power on. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.